Manufacturer narrative:
(B)(4). Results: both indigo system aspiration catheter 8 (cat8¿s) devices were ovalized approximately 26.0 cm from the hub. Conclusions: evaluation of the returned devices revealed that both cat8 devices were ovalized. This type of damage likely occurred due to improper storage of the devices. The display cardboard boxes and shipping box were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2017-00724.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed a crease around the mid/distal shaft of two indigo system aspiration catheter 8 (cat8¿s) devices upon opening the device packaging box. Upon further examination, it was observed that the box of the devices was bent right where the crease in the cat8''s were observed. The damaged cat8 devices were found prior to use and therefore, were not used in the procedure. The procedure was completed using a new cat8.